Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with 170 units of cold insulin and the fill estimate displayed "+60 units". Tandem technical support (cts) advised the customer that the display would remain at +60 until 10.2 units have been dispensed. Cts also advised for the customer to use room temperature insulin; the customer acknowledged. The customer's blood glucose level was 213 mg/dl. During a follow up call, the customer stated the fill estimate displayed an accurate estimate of 105 units after the initial 10.2 units were dispensed.